Event description:
It was reported that a physician was using a 3.0mm diameter x 12mm length nc sprinter rapid exchange (rx) balloon dilation catheter to pre-dilate a lesion in the circumflex without calcification in a patient. The device was inspected prior to use and no issues were noted, however negative preparation was not performed on the device. The balloon was gradually inflated to 8-10atms. A leak was found during the 1st inflation of the balloon and the pressure dropped slowly. The leak was visible as dye could be seen in the proximal artery. No patient injury or clinical sequelae were reported. Device evaluation the balloon had been inflated. Hardened blood and contrast were present inside the balloon and inflation lumen. The device failed negative prep. Pressure was applied to the device and liquid exited through the distal tip. The outer shaft was cut from the device and an inner shaft tear was confirmed immediately distal to the distal marker band. The tear was protruding inside to out. The distal tip was damaged.

Manufacturer narrative:
Evaluation results: related to operational context (root cause is most likely procedural related- the damage characteristics on returned device indicate that the tear may have been caused by a wire inside the inner shaft). Evaluation conclusion: operational context contributed to the event (root cause is most likely procedural related- the damage characteristics on returned device indicate that the tear may have been caused by a wire inside the inner shaft). (B)(4).